Event description:
Boston scientific received information that during routine follow up it was discovered that the patient's left ventricular (lv) lead had dislodged. The lv lead was explanted and the physician attempted to implant two leads without success. Upon the third attempt, the physician was able to implant a non-boston scientific lead successfully. The lv lead was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation against this lead could not be confirmed. The lead tip and tines had no visible signs of damage or defect which would have contributed to dislodgment. There was some deformation of the conductor coils and electro-cautery damage noted in the insulation of the lead. Tissue and body fluid was also noted in the lead body and lumen. No further tests were performed on the lead.